Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post-implant, the right ventricular (rv) lead had dislodged and was subsequently re-positioned and remains in use. Four days later, it was noted that the left ventricular (lv) lead had dislodged as well and was subsequently re-positioned and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.